Event description:
It was reported that a patient had no stimulation sensation. The reporter stated that the patient hadn't been able to feel stimulation for the last week prior to the report. It was reported that the device was charged and stimulation was on. It was noted that stimulation was increased from 4 volts to 6 volts, and the patient still felt no stimulation. It was reported that the patient had no known falls or trauma. Two days later, it was reported that the last time the patient was able to feel stimulation was (B)(6) 2013. It was noted that the patient had an appointment with her healthcare provider on (B)(6) 2013. Five days later, it was reported that the manufacturer representative told the patient that six out of the eight leads were broken. The reporter stated that the patient wasn't feeling stimulation in the right area. It was noted that the patient had a follow-up appointment scheduled with her healthcare provider the week of the report. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported, the longer the patient went without feeling her stimulation the more she was hurting. It was noted, the patient wasn¿t feeling stimulation ¿in the right area¿. It was reported the patient could not walk without her stimulation

Manufacturer narrative:
Concomitant medical products: product ID 399930, lot# v006605, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).